Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.